Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked, and the bottom and top right corners have become unresponsive. Customer had elevated blood glucose levels (+600 mg/dl). Customer was hospitalized due to elevated blood glucose levels and diabetic ketoacidosis. Customer received anti-nausea medication and an intravenous drip with insulin while in the hospital to stabilize blood glucose levels. Reportedly, customer's blood glucose level has stabilized and the customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage